Event description:
It was reported via repair work order that the left rear caster was broken off the recliner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The reportably type is inadvertently listed as 'immediate but not longer than 2/5 days'. Follow-up submitted as the correct reportability type is 'immediate but not longer than 30 days'.

Event description:
It was reported via repair work order that the left rear caster was broken off the recliner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.